Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the first box of sensors they used were either broken or had bad signals. The customer's blood glucose reading was 111 mg/dl. Customer stated they were inserting correctly. Customer was advised that the box of sensors would be replaced, and if they had any other problems to call back. No further details were provided.